Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse confirmed a leak from the probe and plt (platelet) background failures. The probe wipe rinse block was occluded causing a leak; the fse replaced the probe wipe rinse block and associated tubing, resolving the leak. Additionally, the plt background failures were resolved by replacing the diluent filters. (B)(4).

Event description:
A customer reported an uncontained leak of approximately 5 ml of clear fluid from the front of a coulter ac·t diff analyzer after sampling. The customer was wearing personal protective equipment consisting of gloves, goggles and a lab coat at the time the fluid leak was noticed. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.